Event description:
(B)(4) is the initial importer of the device which is a power scooter. Scooter was returned and evaluated as conforming. She was "flung" forward the first time she was using the unit when she adjusted the tiller.(steering). She hit her head. The weight maximum on the unit is 400 pounds. We are filing this report per protocols because she hit her head.